Event description:
A electrocautery unit was used during a cystoscopy/hysterectomy. The operating room staff reported that they had to use five rem pads before sufficient grounding was achieved. The patient appeared to have a slight reaction to the adhesive around the pads. There was no burns or damage noted to the skin. They finally had to place the rem pad to the left arm to acquire sufficient grounding. The thighs were used first and the pads failed to produce sufficient grounding. No specific lot numbers were noted, and the pads were not saved to return to the company for evaluation. The machine was checked by clinical engineering and no defects were found.